Event description:
The pt was to receive an infusion of tpn, via a sigma 8000 infusion pump, operating in the program mode. Unit was programmed to deliver 200ml over a period of 12 hrs. The infusion was started at 7:00 p.m. And 5 hrs later at 12:00 mid. The unit alarmed infusion complete. Pt was hospitalized and put on a ventilator. Pt has since recovered from overinfusion complications.